Event description:
It was reported that balloon rupture occurred. The patient presented with occlusive peripheral arterial disease. The 75% stenosed target lesion was located in the moderately calcified right vessel below the knee. A 3.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilation. However, during second inflation at 6 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported and the patient condition was good.

Event description:
It was reported that balloon rupture occurred. The patient presented with occlusive peripheral arterial disease. The 75% stenosed target lesion was located in the moderately calcified right vessel below the knee. A 3.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilation. However, during second inflation at 6 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported and the patient condition was good. It was further reported that the duration on the first inflation was about 15 seconds, and the balloon rupture was suspected due to the leakage of the contrast immediately after the balloon was inflated.